Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 12f amplatzer torqvue delivery system was chosen to implant a 22mm amplatzer amulet left atrial appendage (laa) occluder. While inserting the sheath into the patient groin over the non-abbott guidewire, the tip of the delivery system sheath was damaged. A replacement amplatzer torqvue delivery system (lot: 9212535) was used to complete the procedure successfully. There were no patient consequences or clinically significant delay and the patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of tip of the delivery system being damaged was reported. One image from field appeared to show a dilator passed through the tip of sheath. The tip of sheath appeared deformed and damaged. There appeared blood like substance present on the sheath. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.